Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # 01520389 product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. (B)(4). Note: manufacturer contacted customer on 11/2/2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for e-5 and hi blood glucose results.(B)(6) mother, is calling on behalf of the customer. The customer is concerned with results obtained of hi and e-5. The expected fasting blood glucose test result range is 200 to 250mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by the customer according to specification in the bedroom but sometimes in her purse. During the call on (B)(6) 2017, a back to back blood test was not performed.the test strip lot manufacturer's expiration date is 11/30/2018 and open vial date was last week. The meter memory was reviewed for previous test result history: result 1 : hi mg/dl date: (B)(6) 2017 time: 6:43pm n- fasting. Result 2 : 266mg/dl date: (B)(6) 2017time: 2:07pm n-fasting. Result 3 : 407mg/dl date: (B)(6) 2017time: 1:05pm fasting. Result 4 : 338mg/dl date: (B)(6) 2017time: 12:49pm fasting. Result 5 : 194mg/dl date:(B)(6) 2017 time: 12:22 am fasting. Mother called in stating that the meter is reading e-5. After troubleshooting for e-5, results was hi. Advised caller that the blood sugar may be reading higher then 600mg/dl. Customer decline medical intervention and states that her daughter seems fine and has no symptoms. Mother states that her daughter never tests fasting. No fasting range was provided.